Event description:
During a routine check, the company representative observed that the iabp generated an intermittent beep, the noise occurred when the iabp was connected to ac power and the unit is off. At the time of the event was not possible to restart the iabp on ac power, only when the consule was installed on the cart and in batteries power. No patient was involved.

Manufacturer narrative:
The company representative replaced the power management board (part number 0670-00-0767). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).